Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately tortuous, moderately calcified mid circumflex coronary artery. After a 2.0x10mm semi-compliant unspecified balloon dilatation catheter (bdc) was used for predilation, a 2.75x18mm xience xpedition stent was deployed. The stent was post-dilated with a 2.75x10mm non-compliant unspecified bdc, and a dissection was noted at the proximal edge of the stent. A 2.75x15mm xience xpedition stent was used to cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.